Event description:
An air embolus occurred in the tubing 10 minutes of the procedure. The arterial filter could not block the air completely. No pt injury or further complications occurred. No further details were provided.